Event description:
It was reported that during npwt with a renasys touch device, the canister gave a full alarm for entire evening and morning, but canister wasn't full and nothing was visibly wrong with dressings. Patient's pump was swapped, but a the patient's house, the canister full alarm occurred again. The canister was replaced again. At that point it all seemed to work fine. There was a delay greater than 30min. No patient harm reported.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.